Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure. The 3.0 x 15 mm nc trek dilatation catheter was advanced to the target site and the balloon was inflated to treat the target lesion. Upon withdrawal, resistance was noted and force was applied. The proximal shaft had separated at the hub. The separated segments were easily removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.